Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implant date: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning for low impedance values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was reprogrammed. It was further noted the lead will be replaced in a future procedure.